Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during a procedure utilizing a plasma blade to incise the pocket, the patient suddenly went into very rapid ventricular tachycardia (vt)/ventricular flutter enquiring cardioversion. It was noted there was uncertainty if the onset of the vt/ventricular flutter occurred during the curring with the plasma blade but when the plasma blade was used again on the pocket the same incident occurred, requiring cardioversion a second time. Use of the blade was stopped. It was noted by the physician the blade was being used toward and on the cardiac resynchronization therapy pacemaker (crt-p) to dissect tissue around the generator in an effort to free it for replacement. The crt-p was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.